Manufacturer narrative:
There is one other fracture complaint associated with devices from this lot, but the surgeon from the prior complaint believes there was a missed intra-operative fracture. X-rays were not received from the health professional for this complaint, though it was stated that they were taken 6 days post-op. Based on the information provided, fracture cannot be attributed to the implant. Post-operative fractures may be multifactorial and can depend on patient bone quality and physical activity. From the nextstep arthropedix insitu total hip system instructions for use (IFU): "the patient must be informed that the same demands cannot be made of artificial joints as of real ones."

Event description:
The patient lost balance and sat down hard in her wheelchair while standing up, causing a femur fracture. X-rays were taken 6 days post-operatively.